Manufacturer narrative:
Additional information received on 19 january 2018 by medacta (B)(4): drill holder was not a medacta's product. Clinical evaluation performed by medical affairs on 02 february 2018: during surgery, the cancellous bone screw could no be fully inserted. The screw was changed to a smaller one. According to the report, the surgery was prolonged of 10 minutes and no metal debris was found in the surgical field. No negative consequences are expected for the patient. No clinical cause for this problem can be identified. Batch review performed on 07 february 2018, lot 173317: (B)(4) items manufactured and released on 10 october 2017. Expiration date: 2022-09-26, no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on 01 february 2018 by r&d project manager: the photo of the screw and the received part were analyzed. It was noticed that the thread of the screw was partially separated. During the insertion, the thread got in contact with the wall of the seat of the screw head; this may be due to the fact that the core hole was incorrect for the safe insertion of the screw. This problem is probably related to the use of a drill guide not supplied by medacta: with different drill guides, medacta can not certificate that the inclination angle of the hole is correct. A correct core hole (with a proper inclination), allows the insertion of the screw without impingement with the cup, avoiding breakages of the first. The core hole that ensures a proper insertion of cancellous bone screws is ø3.2mm. Medacta cancellous bone screws have a core diameter of 3mm, while the external diameter is 6.5mm. A drill bit ø3.2mm and a self-tapping design of the tip of the screw allow a correct insertion of the screw. The insertion should be guaranteed for the different hardnesses of the bone.

Event description:
The surgeon had difficulty placing the cancellous bone screw ø6.5 l20 (the screw thread was damaged during surgery). The surgeon used a cancellous bone screw ø6.5 l15 to complete the surgery.